Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer's blood glucose level. Tandem technical support arranged to send replacement charging supplies. Customer confirmed pump began charging with replacements.